Event description:
Baxter reported "air in the yume set during priming" upon initial use of homechoice set. Reportedly, "dianeal fluid didn't go up through pt line at normal level". No pt injury or medical intervention was associated with this incident, per baxter.